Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that before surgery, it was observed that the reciprocating micro saw device had fallen apart. According to the report, the scrub nurse observed that the device had fallen apart while setting up for a surgical procedure. The reporter stated that the small prongs which held the saw device in place had snapped off and there was rust at the point where the prongs snapped off on the device. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drum was broken. Therefore, the reported condition was confirmed. It was determined that this was indicative of running the device at high rotation per minute (rpms), which caused damage to the drum overtime. The assignable root was determined to be due to component damage caused by misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.